Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one suture and two needles. A needle was received broken. Upon microscopic inspection of the needle, instrument marks were observed at the break site. The intact needle was passed through the appropriate test medias with no abnormalities. Functional testing of the intact sample confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter: the device was used during a procedure to fix a stent on blood vessels. When the surgeon was handling the needle for the third time, 1/3 of the tip of the needle tip broke. To search for it, an x ray was used and it could not be found. Operating time not extended. The patient is currently in ICU. No further incident. No tissue damage reported. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4).